Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that whenever he changes his infusion set the no reservoir alert appears. However, the customer stated that this time his battery went out. The patient's blood glucose at the time of incident is unknown. The no reservoir alert would occur and then the time and date would be reset. After rewinding the insulin pump the device would only work for 4 hours before repeating the alert loop. The incident was listed as a blank display in the insulin pump history. The insulin pump may be returned for analysis.